Manufacturer narrative:
H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that all screw projections were medial, as when the site dropped the wires and all came out slightly medial to plan. The site went with an open approach with a dual clamp. The dual clamp was placed above appropriate area, and registration provided all green values, with the exception of l2, which was red. All screws were set. Screws placed at l1 were the only screws burred down. It was reported that navigation was aborted to complete the procedure. The procedure was continued using freehand instruments and fluoro navigation. The medial wire deviation was reported to be less than 3.0 millimeters and it did not breach into the canal and neuromonitoring did not alert to any activity. During wire placement, the surgeon applied additional unilateral retraction in addition to the bilateral retractor. The surgeon was advised that the wire deviation was representative of soft tissue pressure/retraction. There was no patient harm and the procedure was delayed less than one hour.